Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/30/2016 that on (B)(6) 2016, that the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event. The sensor was inserted at the abdomen on (B)(6) 2016. The patient reported that the cgm read 151 mg/dl and the finger stick (fs) was 23 mg/dl. The cgm did not alert for a low. The patient was in a car accident resulting in a broken nose. A bystander called paramedics. The paramedics arrived and administered glucagon and an IV of dextrous 50. Patient was taken to hospital where he was given a CT scan and released the same day. At the time of contact, patient is good. The complaint states the patient experienced inaccurate cgm values. Data was returned and evaluated. The reported event of inaccurate cgm values was confirmed via data. A root cause could not be determined.